Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: it was reported that the foot plate did not deploy on the angio seal device; the patient's condition was reported to be fine with no issues resulting from the failed device; and the procedure outcome was fine with no negative result from the failed device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned device evaluation. One 6f angio-seal vip was returned for evaluation. One each of the following components were returned: carrier tube assembly, hemostasis sheath and arteriotomy locator. The carrier tube was mated with the hemostasis sheath and was in a rear lock position. The leading leg of the anchor was visible at the tip of the carrier tube assembly. The arteriotomy locator was bent in a curved shape. A blood-like substance was seen on the returned components. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. The green tamper tube was pulled onto the anchor and presence of both black and clear markers was confirmed. The exact root cause cannot be determined with the available information but the overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non-deployment or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. Upon functional testing no anomalies were found and the device worked as intended. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The cause of the reported event remains unknown. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.